Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter part which was outside of the patient's body, and leakage occurred from the crack. There was no reported patient injury.

Event description:
It was reported that a crack was found on the catheter part which was outside of the patient's body, and leakage occurred from the crack. There was no reported patient injury.

Manufacturer narrative:
The initial complaint was reported as a bd manufactured product. Upon additional information, the product was found to not be manufactured by bd.